Event description:
Paramedics were called due to customer has low blood glucose, troubleshooting performed. Reviewed priming technique and verified insulin type and concentration were correct. Checked programming confirmed programming is accurate. Checked status screen and visually inspected reservoir. Customer stated they think they may have bolused more than they needed.